Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was unable to communicate with the ins. No patient symptoms were reported. The patient was redirected to contact patient services on monday. No further complications were reported/anticipated.